Manufacturer narrative:
To date, the lead remains implanted as the physician determines the root cause. If new details are received, a follow-up report will be submitted.

Event description:
Boston scientific received information that during a clinical follow-up, noise on the pace and sense channel of this right ventricular was exhibited. Additionally, it was reported that pacing impedance values were under 200 ohms. While no obvious signs of conductor damage were observed via x-ray imaging, the physician suspected a lead fracture. No adverse patient effects were reported.